Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulty charging the pump. Customer¿s blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.